Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2013 with the following findings: during investigation, the pump was found to have a dim, discolored display screen. A test screen was inserted for testing and was found to function properly. Unrelated to the complaint, evaluation revealed a torn audio bolus button. The audio bolus button responded appropriately to button presses and was functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.